Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "end of may." All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced a skin irritation at the sensor site. The customer reported symptoms of allergic reaction and swollen skin. The customer had contact with a healthcare professional (hcp) who prescribed cortisone and an unspecified skin cream for treatment. There was no report of death or permanent impairment associated with this event.